Event description:
The user facility in spain reported during cataract surgery blue particles were observed floating in the anterior chamber. The particles were easily removed with aspiration. No complications during the surgery and no impact to the patient.

Manufacturer narrative:
Manufacturing and sterilization records for bl5115-3, lot x5602 were reviewed and found to be acceptable. The product was discarded; therefore, an evaluation cannot be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.